Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 08. In addition, it has reached end of life (eol), with no warning. The patient was last seen in 6 months ago and the device charge time was. The patient has not heard any device tones and has had no procedures since the first of the year.